Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the 40 fov had an artifact in the center of the image. It was noted the artifact goes the while length of the lateral view. This issue was noted outside of a procedure, and there was no patient involvement.